Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient presented with a recent non-st elevated myocardial infarction (nstemi) and a percutaneous coronary intervention was performed. Pre-dilatation was performed on the mid left anterior descending (lad), 95% stenosed lesion and a 2.5x38mm and a 3.0x15mm xience sierra stents were implanted. Pre-dilatation was also performed on the distal lad, 80% stenosed lesion and a 2.25x15mm and a 2.5x38mm xience sierra stents were implanted. A device malfunction was not reported and timi flow iii with 0% residual stenosis was observed post stent implantation. On (B)(6) 2020, the patient passed away due to cardiovascular issues. Per physician, the device relationship to the event was unknown. There was no recent coronary imaging and no known device malfunction. No additional information regarding this issue was provided.